Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received the attached user facility reports ((B)(4)) from the (B)(6) registry. The report indicated that the patient was admitted into the hospital with increased power and flow pressures, and for possible thrombus. The patient was administered medication and blood pressure medication was adjusted. The patient remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.